Event description:
Patient with left ventricular assist device (lvad) therapy for 9 months; status/post previous lvad exchange for thrombus (approx 2 weeks following initial implant) presents with first episode of driveline infection and pump pocket infection and bacteremia with (B)(6). Discharged with 4 additional weeks IV antibiotics. According to ID team, this infection carried a uniquely high morbidity/mortality rate.